Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04945. It was reported that a pericardial effusion occurred. The patient underwent a successful left atrial appendage (laa) closure procedure with a 21mm watchman ® laa closure device implanted using a watchman access system. After the closure device was implanted, a small effusion was noticed in the pericardium. It was seen on the echocardiogram quickly after deployment. The cause of the effusion was due to the closure device advancing beyond the distal marker band. They monitored the patient for hypotension and other complications for approximately 10 minutes; however, no other patient complications occurred. The patient was discharged the following day and is doing well.